Event description:
On 27th april 2026, rayner received notification from a healthcare professional in ireland of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that the patient was dissatisfied with their visual outcome from post-op day 1. The patient describes their vision as cloudy with a sensation of their eye's crossing when reading, comparable to being underwater.

Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the patient was dissatisfied with their visual outcome from post-op day 1. The patient describes their vision as cloudy with a sensation of their eye's crossing when reading, comparable to being underwater. The patient will undergo an addiitonal surgery to have the lens explanted and exchanged. "Deviation from target refraction", "reduced vision" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that some patients (approx. 3-5%) are just never able to adapt to the functional style of the lens. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. The rayner risk matrix for hydrophilic acrylic iols identifies the following as possible causes of photopsia/glare; haptic decentration, capsular rupture, zonule failure, internal reflections from lens internal edges, internal reflections from optic edges, iris diameter too large leading to internal reflections from optic/haptic edges. Our review of production records for the rayone galaxy toric rao615x batch 124257904 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 124257904. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.